Manufacturer narrative:
Section a1, a4: correction. Section d4, h4: additional information. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported event of intermittent power cable disconnect alarms and damaged power cables was not able to be determined. There was no log file available for review. And the system controller was not returned for evaluation. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ explains, all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced intermittent connect to power alarms that occurred during positional changes. The patient reported the rescue tape was applied over the outer sheath of the power cords. During the visit the patient received new batteries and battery clips. A controller exchange was performed without issue. No further information was reported.